Manufacturer narrative:
Fixed code (b) to 11 (testing of device from same lot/batch retained by manufacturer).

Manufacturer narrative:
According to the facility, on (B)(6) 2025, "clinician was drawing patients blood and before the vacutainer was attached the top part of the butterfly where the housing and tubing meet began to leak. The clinician disposed of the butterfly and began using another one with zero complications." No serious injury, medical intervention, or follow-up care. The user was not impacted. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, on (B)(6) 2025, "clinician was drawing patients blood and before the vacutainer was attached the top part of the butterfly where the housing and tubing meet began to leak. The clinician disposed of the butterfly and began using another one with zero complications."